Event description:
It was reported via medwatch 2200710000-2024-8005 that a catheter issue occurred resulting in patient complications. Cardiac catheterization showed patent coronary artery bypass grafts and a first diagonal (d1) lesion distal to the anastamosis, thought to be the target lesion. A drug eluting stent was placed and in the final step of the procedure, the opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination to ascertain that the stent was optimally expanded. However, upon attempted removal, the catheter likely snagged on the stent and could not be removed. The tip portion of the catheter broke off from the device shaft and had to be left in the vessel as it could not be removed or pushed to the side by any other method. It was thought likely that the catheter's performance was affected by characteristics of the vessel being treated (the small caliber, the calcification, and the angle of the vessel from the vein graft) as well as the inherent characteristics of the catheter system itself. After identifying that the tip was retained, additional intervention was required. It was carefully identified that some portion of the catheter shaft extended from the diagonal branch back into the body of the saphenous vein graft. One additional stent was placed in the vein graft to compact the catheter shaft against the wall of the vein graft, trapping it behind the stent, so that it would not interfere with the flow through the vein graft to the two additional bypassed obtuse marginal vessels downstream. The treated vessel (the diagonal branch) became occluded by the conclusion of the procedure, likely due to the retention of the catheter fragment. The vessel was partly collateralized by the adjacent vessels. The patient had chest pain overnight, ck (creatine kinase) and ck-mb (creatine kinase-mb) and underwent a re-look coronary angiogram on the following day, which showed that the diagonal vessel remained occluded, and the saphenous vein graft remained widely patent, providing flow to the other grafted obtuse marginal vessels.